Event description:
Impaction problem between glenoid metal back and glenosphere. We finally impacted the 2 parts.t he lot numbers are as follows, size (B)(6), sc header: h02094 and glenosphere t36 lot h02394. (B)(4).